Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported conditions of needle retraction failure, were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. H3 other text : see h10.

Event description:
It has been reported that 6 bd nexiva with bd connecta and bd q-syte the needle is difficult to retract. This is 1 of 2 related events. The following has been provided by the initial reporter: retracting the needle from the cannula is difficult and inflexible.

Manufacturer narrative:
E.1. Additional reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It has been reported that 6 bd nexiva with bd connecta and bd q-syte the needle is difficult to retract. This is 1 of 2 related events. The following has been provided by the initial reporter: retracting the needle from the cannula is difficult and inflexible.